Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: correct serial number of device is (B)(4); not (B)(4) as previously reported. Correct model # is ci24re; not ci512 as previously reported. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made, however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.